Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system and during the mapping phase, a map shift of approximately 5 mm with no error message issue occurred. Additional information was received on (B)(6) 2018 indicating the manufacture date of (B)(6) 2009. Corresponding fields of this report have been updated. The investigational analysis completed on 10/22/2018. No issue found. Single event. The field service engineer confirmed that the system is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system and during the mapping phase, a map shift of approximately 5 mm with no error message issue occurred. There was no patient movements and no cardioversions. No adverse patient consequences were reported. The issue of map shift with no error message has been assessed as reportable.